Manufacturer narrative:
Product event summary: the generator was returned and repaired. Functional tests were performed and no failures were discovered.

Event description:
It was reported that during a radiofrequency ablation procedure, there was a problem with the power board. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a radiofrequency ablation procedure, there was a problem with the power board. No patient complications have been reported as a result of this event.